Event description:
When clearing tubing at the catheter, the customer noticed bubbles appearing at the male end hub when injecting with a medrad. There was no patient injury. The used device will be returned for investigation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, the device has not yet been received by the manufacturer. Upon receipt of the device and completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.